Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Imdrf impact code f2301 captures the reportable event of an additional device required. Block h11: a mantis clip was received for analysis. Visual inspection of the returned device revealed that the clip assembly was stuck into the bushing and the bottom part was deformed. In addition, the catheter was unraveled and broken. No other problems were noted. The reported complaint of clip failure to release from catheter was unable to be confirmed since the device had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. This might occur due to operational factors during the procedure, such as the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. After the soft deployment occurs, it could happen that upon reopening the clip, the capsule gets detached, and when the physician tries to close it again, a misalignment of the capsule bushing can cause it to get stuck into the bushing during retraction, consequently deforming the capsule. Also, it was found that the catheter was unraveled and broken, this might had happened at the moment to retire the clip during the procedure they pull very hard from the catheter and this action make that these problems occurred. Regarding the patient codes "hemorrhage, minor and additional device required," these are counted as adverse events known and documented in the labeling. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a mantis clip was used for polypectomy during an unknown procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip was able to grasp and lock onto tissue. However, the clip would not release from the catheter. The clip was locked onto the tissue; in order to remove the clip, they closed the handle and removed the clip from the tissue using forceps with minimal bleeding. The procedure was completed with another mantis clip.

Event description:
It was reported to boston scientific corporation that a mantis clip was used for polypectomy during an unknown procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip was able to grasp and lock onto tissue. However, the clip would not release from the catheter. The clip was locked onto the tissue; in order to remove the clip, they closed the handle and removed the clip from the tissue using forceps with minimal bleeding. The procedure was completed with another mantis clip.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Imdrf impact code f2301 captures the reportable event of an additional device required.